Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient is this case was treated with a hysterectomy after the initiation of jada treatment. The subject of this report is a (B)(6) woman, race reported as white, g2p2 with gestational hypertension and pre-eclampsia during this pregnancy as significant medical history. She had no previous history of abnormal postpartum uterine bleeding or postpartum hemorrhage (pph). On (B)(6) 2021, she presented for a scheduled cesarean section at (B)(6) weeks. On admission, her height was noted as 172.3 cm, weight (B)(6), bmi 42.27, and hemoglobin (hgb) 9.5 g/dl. Her hgb at discharge was noted at 8.6 g/dl. She received an epidural anesthesia for delivery of an infant that weighed (B)(6) and oxytocin for one (1) hour following delivery of the placenta. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony and placenta accreta after her delivery. The crf noted that "no" there was not lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received uterine compression sutures, txa (one dose) and carboprost (one dose). The cumulative blood loss prior to jada insertion was noted as 4000 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 1.55 hours after delivery of the placenta. The total in-dwelling time for jada was 15 minutes and the total amount of blood collected in the canister during jada treatment was documented as 1000 ml. The patient received misoprostol during jada treatment, after jada treatment she received four units of red blood cells, one unit of platelets, and two units of fresh frozen plasma. After jada treatment initiated, the patients pph treatment advanced to hysterectomy. The total blood loss for this case was 5000 ml. A note on the ruby crf stated, "jada insertion and removal times are approximate. Intrauterine oxytocin injection was also given as a uterotonic prior to jada insertion." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". We requested if the site retained the device or recorded the lot number for this case made on (B)(6) 2022. They responded that the device was discarded and that they do not record lot numbers for the jada devices. A good faith effort to obtain the lot number was made.

Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for surgical intervention (hysterectomy) to preclude permanent body damage/impairment. The reported placenta accreta may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding ", "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding."" And "the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established. With smaller uterine size, there is potential for increased risk of perforation and expulsion." However, out of an abundance of caution, this case will be reported as a serious injury MDR.